Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and during visual inspection some rust was noted on the carriage gearbox. The usm was then installed on an in-house system where it would not recognize the instrument. The usm was placed on a test fixture and failed the direction test, the carriage strength and friction test, verifying the carriage rotors to be the source of the fault. The root cause of the recognition issue is due to the usm carriage rotors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the caller reported to the intuitive surgical, inc. (Isi) technical support engineer (tse) that they started the system and noticed one of the 4 dials on the universal surgical manipulator (usm) was not turning and the instrument was not engaging. The logs were showing several error 22020 and the engagement failed at the start. The tse requested the caller to undrape the usm, clean the axis dial with a contact cleaner and push to release if blocked. After several attempts and also restarting the system to do a full homing, the issue and error persisted. They were going to begin with the surgery soon with 3 usms only. There was no patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure.